Manufacturer narrative:
(B)(4). The customer reported that the device failed to power up. There was no pt involvement. The customer localized the issue to a failed power supply. A replacement power supply was ordered to resolve the issue.

Event description:
The customer reported that the device failed to power up. There was no pt involvement.